Event description:
It was reported that during a da vinci umbilical hernia repair procedure, the mega suturecut needle drive instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing fell into the patient. On (B)(4) 2014, intuitive surgical, inc. Followed up with the initial reporter who indicated that the tip broke at the distal end and a cable was sticking out of the side during procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal clevis hub. The cable segment stuck out at the instrument's wrist. The distal clevis hub did not exhibit any wear. Other cables at the wrist were not damaged. Failure analysis investigation also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.